Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50e serial #: (B)(4) description: trial linear st lead, 50cm.

Event description:
A report was received that the patient had a spinal headache a day after the trial procedure. The patient had an early lead pull and blood patch was done. The patient was reportedly doing well.